Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the blade tip broke off inside the pt. It was retrieved. Used a new device to complete the procedure. No impact to the pt. The pt is currently fine.